Event description:
Patient suffered a cardiopulmonary arrest during a pulmonary vein ablation procedure. Medical doctor was using the boston scientific faradrive sheath for access. Suspicion that the faradrive sheath was defective and allowed air into the vascular system.